Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown pairing issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test results were performed and passed. Internal visual inspection test was performed and passed. A review of the share logs was performed and an unknown receiver issue was found within the investigation window. The allegation was confirmed. The reported event of an unknown receiver issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that unknown receiver issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unknown receiver issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.